Event description:
It was reported that "during a cadaver lab in (B)(6) on the (B)(6) 2024, a student paramedic sustained a possible needlestick injury when she removed the needle from the donor. Although her gloves didn't appear damaged, she had a spot of blood on finger when removing her gloves. Delegate didn't initially report to us on the day and send an email the following day after she sought medical advice from her gp. Spoke to lab staff who confirmed that all the donors had been screened, and were negative for hiv, hep b and hep c. Delegate liaising with hospital facility for them to complete nhs datix about incident". The student was reported as fine.

Manufacturer narrative:
(B)(4). The complaint cannot be confirmed. Complaint verification testing could not be performed as no sample was returned for analysis. A review of the certificate of compliance was not performed since the lot/batch number could not be provided. The IFU provided with this kit was reviewed as part of this complaint investigation. The IFU for this device states, "read all warnings, precautions, and instructions prior to use. Failure to follow these instructions and associated clinical educational materials may lead to patient or provider injury or death". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during a cadaver lab in nottingham on the (B)(6) 2024, a student paramedic sustained a possible needlestick injury when she removed the needle from the donor. Although her gloves didn't appear damaged, she had a spot of blood on finger when removing her gloves. Delegate didn't initially report to us on the day and send an email the following day after she sought medical advice from her gp. Spoke to lab staff who confirmed that all the donors had been screened, and were negative for hiv, hep b and hep c. Delegate liaising with hospital facility for them to complete nhs datix about incident". The student was reported as fine.

Manufacturer narrative:
(B)(4).